Event description:
It was reported by (B)(4) team that the lead integrity alert triggered and there was oversensing. The oversensing could not be reproduced in the clinic. The device was reprogrammed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.